Event description:
Info received indicates the surgeon chose to not implant the valve because the noncoronary leaflet appeared too short to coaptate properly during intra-operative device inspection. The hcp indicated that two valve leaflets appeared normal and intact during implant, but the third leaflet was noted to hang below the valve while in the semi-closed position. The device was changed-out during the case with no consequence reported for the pt.